Manufacturer narrative:
An investigation is currently underway. Upon completion, a full report will be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer reports the unit is under delivering. Feed rate is set to deliver 140ml/hour. The unit actually delivered 125ml/hr. Customer states that this issue has not caused any issues, as this is taken into consideration when administrating the feed. No patient harm or change in patient therapy.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of under delivering. The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a CAPA has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.